Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The unit returned has the sheath kinked. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. However, there was damage observed on the guidewire exit port assembly. Visual and functional analysis was performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in stent. The 15 mm long with a reference vessel diameter of 3.0 mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After a stent was deployed, post intravascular ultrasound was performed. When removing an opticross¿ imaging catheter, it came into contact with the distal end of the stent and got stuck. The physician was able to remove the ivus catheter from the patient by engaging a guiding catheter deeply. The device was removed completely from the patient. It was noted that there was inadequate non bsc stent expansion at the distal side and the guidewire exit port was caught at the stent strut. A non bsc balloon catheter was inflated and post ivus was performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that an imaging catheter got stuck in stent. The 15 mm long with a reference vessel diameter of 3.0 mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After a stent was deployed, post intravascular ultrasound was performed. When removing an opticross¿ imaging catheter, it came into contact with the distal end of the stent and got stuck. The physician was able to remove the ivus catheter from the patient by engaging a guiding catheter deeply. The device was removed completely from the patient. It was noted that there was inadequate non bsc stent expansion at the distal side and the guidewire exit port was caught at the stent strut. A non bsc balloon catheter was inflated and post ivus was performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).